Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp close the clamps and cycled power. The hp had connected and then primed the patient line. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, an incomplete prime is a known cause of this alarm. The "homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set. It says to verify that the patient line is properly primed. Furthermore, it warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.